Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Using the femoral approach, the procedure treated the 3.0x15mm de novo and concentric target lesion located in the mildly calcified and moderately tortuous left anterior descending artery. There was a bend in the lesion that was less then 45 degrees. Pre-dilation was performed with a 1.5x9.0mm non-bsc balloon catheter resulting in an 80% residual stenosis. Next a 3.0x16mm promus element stent was advanced with no resistance but was not able to cross the lesion and the "shaft of the balloon broke". The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Using the femoral approach, the procedure treated the 3.0x15mm de novo and concentric target lesion located in the mildly calcified and moderately tortuous left anterior descending artery. There was a bend in the lesion that was less then 45 degrees. Pre-dilation was performed with a 1.5x9.0mm non-bsc balloon catheter resulting in an 80% residual stenosis. Next a 3.0x16mm promus element stent was advanced with no resistance but was not able to cross the lesion and the "shaft of the balloon broke". The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the returned device revealed the device was returned in two pieces as result of a break 177mm distal to the strain relief. Several kinks were noted along the length of the hypotube. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).